Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2015, a female patient of unknown age presented for an endovenous laser procedure, when firing the laser, laser activity could not be seen. The fiber was withdrawn and it was noted the fiber had fractured inside of the patient. The fractured piece was successfully removed from the patient. The reported defective fiber was set aside, and the procedure was successfully completed with a new of the same device. There was no harm or injury to the patient due to this event. It was reported the defective disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted a break, separating the fiber into two pieces. The customer's reported complaint description of a fiber break in patient is confirmed. A definitive root cause cannot be determined at this time although; a possible contributing factor could be due to handling after the fiber was removed from the packaging. It is possible that the fiber may have struck a hard surface while in the procedure room. If this did occur and go unnoticed, the fiber would have been used for treatment and while traveling through tortuous veins could have broken at the site where it was struck. Although this theory cannot be definitely determined it does not appear to be design or manufacturing related. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives two 100% inspections and two aql inspections in which the quality of the fiber strip is inspected. The instructions for use which is supplied to the end user with this catalog number, contains the following statement "precaution: prior to use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.